Event description:
Pt reported that their blood glucose has been very high (400-600 mg/dl). Pt feels taht device is not delivering insulin. Pt has a severe headache, dry mouth, and is very thirsty. Pt did two primes of 25 u of insulin, and no insulin came through the infusion set tubing. No error messages were generated by the device. No treatment was received for the high blood glucose.